Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. Upon interrogation, it was noted that the implantable cardioverter defibrillator (ICD) had inadequate cardiac pacing. Programming changes were performed. The patient was in stable condition.